Event description:
12/29/98 - pt had an episiotomy done during delivery. When suturing the episiotomy it was noted that a portion of the needle was missing. The physician was unable to locate the missing piece by palpation. 01/01/99 - the pt underwent removal of foreign body from perineum with c-arm.